Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the inserter for titanium elastic nails (ten) would not grip the nail properly. There was no reported patient involvement. Concomitant devices: nail (part: unknown, lot: unknown, quantity: 1). This report is for an inserter for ti elastic nails. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3 (device evaluated by MFR), h6: investigation summary. We have forwarded the received part to the responsible manufacturing site for further evaluation with the following results: summary of manufacturing investigation: shipped back device (359.219) ¿inserter f/ten¿, with lot number: l699515, shows signs of a heavy use. In particular, the back of the device (component 60099242) is damaged with the presence of scratches most likely due to hammer strikes. In order to perform the manufacturing investigation on components level, the device was disassembled, and it was possible to notice that also the components are damaged by a heavy use. Components 60067779, 60099109 and 60062711 were first left assembled. The three components should rotate freely on the internal thread, but they do not. In order to investigate on the thread of component 60067779, component 60099109 was cut in two parts. Even though the disassembling caused some damage on the thread of component 60067779, it was possible to see the presence of a blunt crest most likely damaged by the hammer strikes on component 60099242 that could have caused the inability to rotate freely. It is not possible to perform functional tests related to the opening and closing of the device because, being stuck, it is not working. The following documents were reviewed: device history record (DHR) 15931921; inspection sheet se_545606 version ad, ¿pa intern multiple 359.219¿. All the documents mentioned above have been analyzed. The manufacturing process was executed according to the analyzed documents and no anomalies were found. Dimensional inspection was performed on single components after the disassembling of the device. Not all dimensions could be measured because some parts were too damaged due to use or disassembly. According to drawing se_483309 revision c, the outer diameter of the shaft (60099109) must be ø15 (-0.005/ -0.060) mm. Using micrometer with ID number 4622-h the value obtained was ø14.952 mm resulting inside specification. According to drawing se_483309 revision c, the outer diameter of the shaft (60099109) in the specified length by note 4*) must be ø15 (-0.005/ -0.023) mm. Using micrometer with ID number 9551-h the value obtained was ø14.979 mm resulting inside specification. According to drawing se_483309 revision c, the outer diameter of the larger end of component 60099109 must be ø20 (-0.01/ -0.20) mm. Using digital micrometer with ID number 4622-h, the value obtained was ø19.953 mm, resulting inside specification. According to drawing se_483309 revision c, the smallest outer diameter of component 60099109 must be ø13.7 (0/ -0.1) mm. Using digital caliper with ID number 15360-h, the value obtained was ø13.63 mm, resulting inside specification. According to drawing se_390147 revision b, the outer diameter of the largest end of component 660067779 must be ø11.9 (0/ -0.1) mm. Using caliper with ID number 15360-h the value obtained was ø11.84 mm resulting inside specification. According to drawing se_370830 revision c, the middle diameter of the component 60062596 must be ø20 (+0.04/ 0) mm. Using digital caliper with ID number 15360-h, the value obtained was ø20.03 mm, resulting inside specification. According to drawing se_666382 revision a, the smallest outer diameter of the component 60183011 must be ø20 (0/ -0.1) mm. Using digital caliper with ID number 15360-h, the value obtained was ø19.94 mm, resulting inside specification. According to drawing se_666382 revision a, the largest outer diameter of the component 60183011 must be ø26 ± 0.2 mm. Using digital caliper with ID number 15360-h, the value obtained was ø26.00 mm, resulting inside specification. Dimensional inspections performed confirm that the device has no manufacturing issue. All the hardness results were obtained using hardness tester with ID number 12588-h. Hardness was measured on the damage head (60099242) according to drawing se_483823, version h. The expected hardness value was min. 48 hrc. The value found was 53 hrc that resulted inside specification. Hardness was measured on component 60099109 according to drawing se_483309, version c. The expected hardness value was 40-47 hrc. The value found was 46.2 hrc that resulted inside specification. Hardness was measured on component 60062596 according to drawing se_370830, version c. The expected hardness value was 52 (+4/ 0) hrc. The value found was 53.8 hrc that resulted inside specification. Hardness was measured on the three components 60062597. According to drawing se_370140, version a, the expected hardness value was 52 (+4/ 0) hrc. The values found were 54/ 53.5/ 53.1 hrc and all the three components resulted inside specification. Hardness was measured on component 60183011 according to drawing se_666382, version a. The expected hardness value was 44 (+4/ 0) hrc. The value found was 46.5 hrc that resulted inside specification. Hardness was measured on component 60067779 according to drawing se_390147, version b. The expected hardness value was 44 (+4/ 0) hrc. The value found was 46.3 hrc that resulted inside specification. Evidences confirm that there is not a hardness issue because the obtained values respect the specifications. According to evidences is not possible to address the final root cause to a manufacturing issue. Most likely it has been a mishandling of the device due to the use of a too high strength on it to cause damage to the device. Since no manufacturing related issue was identified and/or confirmed, review to the specific prm and prm line is not applicable. For more details please see also in the attachment "f-s021 pi-15664098066650150_pc-000528460". Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part: 359.219, lot: l699515, manufacturing site: haegendorf, release to warehouse date:mar 26, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.